Event description:
It was reported that the pulse generator exhibited backup vvi mode and the patient experienced muscle stimulation. This occurred after the patient received radiation therapy. After a device software download, normal device function resumed. The patient would continue to be monitored.